Event description:
It was reported that the patient presented to the emergency room with acute onset of chest pain. The right ventricular (rv) lead had no capture at high outputs and was found to have perforated. The lead was explanted and replaced by an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.